Manufacturer narrative:
The locking screws were returned for eval. Visual examination was performed. All devices exhibited signs of use and wear associated with the reported event. The mating parts were not available for eval. A review of the device history records found no related issues. In addition, two tightening instruments were returned for eval. These devices functioned as intended; no visual or functional abnormalities were detected. A review of the device history records found no related issues. Based on the results our eval, no conclusions can be drawn.

Event description:
During routine post-operative radiographic examination, the surgeon noted locking screws were not engaged with the pedicle screw construct. The pt underwent surgery to remove and replace the locking screws. The surgery was reported to have been completed successfully.